Event description:
This report summarizes 62 malfunction events in which the device had paint chips missing. 62 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 62 events were reported for this quarter. Product return status: 62 devices were evaluated in the field. Additional information: 62 devices were not labeled for single-use. 62 devices were not reprocessed or reused.